Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during the investigation, visible moisture was found in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to a leak from the battery compartment crack. The pump was opened, and no further moisture was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged the battery compartment was cracked with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.